Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the system was in clinical use at the time of the reported event. The procedure was delayed. A philips remote service engineer (rse) inspected the system and confirmed the reported issue. Log file review showed that the x-ray tube current was out of range. An onsite visit was scheduled to further investigate the reported issue. A philips field service engineer (fse) inspected the system onsite and replaced the x-ray tube. After that, the system has been returned to use in good working order. The x-ray tube was returned for further analysis. Functional testing was performed and identified a vacuum leak in the cathode insulator. Micro-leakage causes a gradual deterioration of the vacuum, which over time leads to occurrences of the 'tube current out of range' error. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the tube current was out of range, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.